Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k130520. The actual sample was discarded by the user therefore, an evaluation of the actual device was unable to be conducted. However, the image of it was provided by the user. Review of the image confirmed that the lock adapter had been detached from the male connector. No crack or deformity was observed in the appearance. A reproductive test was performed, and silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adapter was tightened up. As a result, the lock adapter came off the male connector. In the production floor, silicon is applied to the switch cocks on the sampling system for lubrication purpose. It was presumed that silicone was transferred to the male connector by the sampling systems having been exposed to each other during storage. Product structure: the male connecter and the lock adapter of the sampling system fit with each other by the rib on the male connecter being caught with the stepped part provided inside the lock adapter. Due to this structure, once the lock adapter gets over the rib completely for some reason, it may come off the male connector. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. It is likely that the silicon applied to the switch cocks on the sampling system was transferred to the male connector part during manufacturing. Afterward, when the lock adapter was tightened, it came off the male connector that was in the lubricated state. Male connector surface was wet with some drug solution. When the lock adapter was tightened, the drug solution functioned as a lubricant on the surface, which caused the lock adapter to have come off the male connector. With no return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that after the circuit was set and pump started, when the red switch cock of the capiox sampling system (packed together with an oxygenator unit) was opened, the luer connector came off and blood leaked from the joint with the sampling system. It was replaced with a backup sampling system. The approximate blood loss was 50-100ml. The patient impact and procedure outcome was not reported.